Manufacturer narrative:
Extension 37085-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; extension 37085-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; lead model 3389s-40, lot # v561099, implanted: unknown, explanted: (B)(6) 2011; lead model 3389s-40, lot # v561099, implanted: unknown, explanted: (B)(6) 2011; programmer model 37642, serial # (B)(4); accessory model 37651, serial # (B)(4).

Manufacturer narrative:
Note corrected implant and explant dates.

Event description:
It was reported that the patient experienced a wound infection in the left lateral surgical area along the lead/extension tract, with pain and drainage from the area. The patient was treated with antibiotics on (B)(6) 2011 and outcome was reported as resolved without sequela as of (B)(6) 2011. The patient later experienced an infection at the site of the extension attachment in the posterior scalp, with drainage at the extension attachment. A CT scan with contrast and a CT scan without contrast, taken on (B)(6) 2011, found no evidence of intracranial infection. Lab work conducted on the same day was positive for (B)(4). The implant site infection resulted in in-patient hospitalization and necessitated surgical intervention. It was reported that the entire system was explanted on (B)(6) 2011 (the manufacturer device registry reported the entire system explanted on (B)(6) 2011). The patient outcome was reported as resolved without sequela as of the day of explant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the event was considered related to the implant procedure, and was possibly related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The etiology was updated to related to implant procedure and not related to device/therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional from a clinical site reported the etiology was updated to indicate the event was not related to the device or therapy and remained possibly related to the implant procedure. Additional information received approximately 11 days later indicated the etiology was updated to not related to the implant procedure, the device or the therapy. No complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: extension. Product ID 3389s-40, lot# v561099, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type lead. Product ID 3389s-40, lot# v561099, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying the explant/implant dates of the system. The date of explant was (B)(6) 2011, with the new device implanted (B)(6) 2011. No further complications were reported/anticipated.